Manufacturer narrative:
Section a4: multiple attempts to acquire patient weight were made, however no response was received. Manufactures investigation conclusion: the reported backup battery faults were confirmed via log file analysis. The heartmate iii system controller was returned for analysis and a log file was downloaded for review spanning approximately 6 days (29oct2020 ¿ 04nov2020, 01jan2000 per timestamp). Events occurring on 01jan2000 are from when the system clock was not set. On 04nov2020 from 0:13:11 - 0:15:31 there were multiple intermittent backup battery fault alarms due to a memory tag fault that became a backup battery fault alarm due to a failed load test at 00:31:27. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold when being compared to the unloaded voltage. The alarms continued until the driveline was disconnected on 04nov2020 at 17:47:09 for a controller exchange. There were no other notable events in the log file. Pump operation was not affected. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate iii system controller was functionally tested and passed all stages of testing. The 11v backup battery of the system controller passed all stages of testing as well. The backup battery was able to operate a pump while connected to the system controller. The reported event was not reproduced. Multiple good faith efforts were sent asking if there were any further alarms after the patient¿s system controller exchange; however, to date no response was received. The root cause of the reported event was unable to be conclusively determined in this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was alarming with backup battery faults. This is the patient's third or fourth backup battery that has been changed in the controller. The patient's primary controller was changed out and the driveline was connected to a secondary controller. The patient tolerated the procedure well and did not experience symptoms.